Event description:
It was reported during preventive maintenance the heart rate was higher, similar to tachycardia, than measured by the spo2 sensor and ECG. There was no report of actual harm associated with this complaint.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.